Event description:
Left colon resection. Slcr55b reload was used for proximal and distal transection. The anastomosis was performed using a cs29 dlu using trans-anal approach. Device was fired and removed without complication; anastomotic rings were inspected and found to be intact and circumferential. Leak test was performed and the colon and anastomotic site was determined to be sound and the incision was closed. Update in 2004: pt felt ill and a test was performed revealing an elevated white count. Pt was re-operated the following day which revealed a hole along the posterior colon at the anastomotic site. The anastomotic site was excised and sent to pathology for review. X-ray examination revealed that the cs29 staple line was intact and the slc staple line had malformed staples. Pt received a temporary ileostomy and the anastomosis was performed using hand suturing technique. Pt spent 1 week in the ICU and has been since moved to a normal hosp bed. As of the following month pt was released from the hosp and sent home.